Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly moisture damage was also found on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No moisture damage on the keypad traces or dome switches noted. No cracks on the screen noted. The insulin pump had scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 9 mmol/l. The customer reported water on the pump's battery compartment. The customer stated that the pump was accidentally submerged to the pool. The customer found a slight crack on the top of the screen too. The customer stated that the pump is completely dead and cannot drain the water from it. The insulin pump was returned for analysis.